Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby2249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the package, the operator confirmed that foreign material like blood was attached to the connection part of the device and the infusion line.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a foreign material is confirmed; however the cause is unknown. One 22 g x 0.75 in. Huber plus infusion set was returned for evaluation. An initial visual observation showed a dark reddish residue within the luer connector hub. The dust cap was observed to be attached to the luer connector hub and the residue was between the cap and the inner wall of the connector. What appeared to be a small, dark fiber was also observed just distal to the end of the dust cap in the luer connector hub. No obvious evidence of use was observed on the sample. A microscopic observation revealed some scratches on the inner wall of the luer connector hub near the distal portion of the residue. The residue was observed to be red in color and flattened against the inner wall of the luer connector hub. The small fiber appeared to be the same material as the other residue. The residue was observed to be malleable during manipulation. The residue found within the luer connector hub was analyzed via raman spectroscopy and was found to be most-closely related to an organic colorant. Because the sample was returned outside of its original packaging, it could not be determined when or where the sample came into contact with the observed residue. A lot history review (lhr) of reby2249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the package, the operator confirmed that foreign material like blood was attached to the connection part of the device and the infusion line.